Event description:
The customer reported obtaining one (1) erroneously high triglyceride (tg) patient result from the unicel dxc 800 synchron system. The customer indicated that the erroneous result was not reported out of the laboratory. The customer repeated the sample on an alternate dxc analyzer and the result was reported out of the laboratory. The customer reran tg quality control (qc) and all levels recovered outside the established two standard deviations range. The customer performed tg calibration and failed with back-to-back error and out of calibration range high error. The customer did not question any other analytes or patient samples.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts instructed the customer to perform as needed maintenance on the cartridge chemistry (cc) sample probe as per the instrument's instructions for use (IFU). The customer flushed the probe and triglyceride (tg) calibration and quality control (qc) passed within specifications. The issue was resolved and a field service engineer (fse) was not dispatched or requested for this event. Failure mode of the event is attributed to the cc sample probe and flushing of the probe resolved the issue. The customer has not reported to beckman coulter of a similar issue related to this event as of (B)(4) 2013.